Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's diabetes educator at the hospital reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. The blood glucose reading was 867 mg/dl. The customer's blood glucose at the time of the report had been brought down to 152 mg/dl. The customer was treated with an intravenous drip and the insulin pump was removed upon admission. The drive support cap appeared normal and recessed. The caller was unable to troubleshoot with a manual prime as the reservoir was empty. The caller was unsure of the settings but did confirm that the time and date were correct. The caller reported that some incorrect settings were found and that the customer may be using the bolus incorrectly. The insulin pump failed the high pressure test. It was advised that the customer revert to a back up plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.